Event description:
It was reported that after pre-dilatation, a 3.0 x 18 mm xience xpedition was advanced but it did not cross the lesion. Resistance was met with a guiding catheter during removal from the anatomy and the proximal stent strut was found to be flared. The device was changed to a non-abbott 3.0 x18 mm stent and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.